Event description:
Pediatric patient with history of truncus arteriosis presented for dilatation of right pulmonary artery using balloon dilatation catheter. The balloon ruptured transversely, which is an unusual event. When these balloons rupture, they usually do so longitudinally. As the physicians were attempting to withdraw the ruptured balloon through the right femoral vein, the tip of the catheter broke, and the distal half of the ruptured balloon and catheter remained in the femoral vein. The patient required a cut down over the right femoral vein and spent an additional day in the pediatric intensive care unit. He incurred additional costs for hospitalization and medical services.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.